Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional. Unrelated to complaint, the monitor's electrode belt receptacle was damaged.